Event description:
In this event, it was reported that an estylus handpiece 1:5 ca attachment became hot while in use; no injury resulted.

Manufacturer narrative:
After 8 mins of testing, the handpiece unexpectedly started to run roughly, i.e. Making loud noise, speed fluctuating. This indicates severe wear of the drive assembly and this wear was not created during our testing. Product performances must have been significantly and noticeably deteriorating for some time. We then disassembled the handpiece and noticed significant wear on all of the gears, including all of the gears on the head-tail assembly and drive dog axle assembly. The o-rings that are sealing the cooling conduit are worn out. Consequently, the drive system is not cooled efficiently and this intensified the heating up of the handpiece. We observed no remaining sign of lubrication and signification corrosion. Poor maintenance could accelerate wear of the drive components. Root cause has been determined to be excessive use/ abuse. A DHR review was conducted with no discrepancies noted.